Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there the light disappears/flickers. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "flickering light" was not confirmed, but further defects were detected. In total the following defects were detected: blade damaged. Housing visually worn. Leak between cover and housing. Leak between plug and cover. The device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage caused by the user. Due to the leak in the plug and the housing, liquid is entering the blade, which is affecting the electronics. The event is filed under internal karl storz complaint ID: (B)(4).